Event description:
On (B)(6) 2011, the following was reported to kci by the physician: on (B)(6) 2011, v.a.c. Therapy was applied to wound sites located on the left and right inguinal area. It was reported that both femoral arteries were covered by a layer of granulation tissue. A non-adherent gauze was placed over the granulation tissue to protect the vessels. Therapy pressure was set at -125 mmhg on continuous mode. On (B)(6) 2011, there was no observation of tissue weakening or bleeding during the dressing change. On (B)(6) 2011, the nurse found bleeding in the pt's dressing and in the v.a.c. Therapy canister after a postural change. The bleeding occurred from the left inguinal area. It was not known which vessel(s) and/or tissues the bleeding came from. V.a.c. Therapy was discontinued. Hemostasis was achieved by direct pressure to the area. Fluid replacement was initiated. Later that day, it was reported that the pt experienced hemorrhagic shock and died of heart failure. There was no autopsy performed. According to the physician, the pt's vessels had been weakened by previous surgical procedures prior to v.a.c. Therapy.

Manufacturer narrative:
The device was tested per quality control procedures in kci (B)(4) service center on (B)(6) 2011, prior to placement with the pt. The device passed qc checks and met specifications. The device was returned to kci (B)(4) service center on (B)(6) 2011, for cleaning and inspection. The unit was tested per quality control procedures on (B)(6) 2011. The device passed the pressure accuracy checks and alarm functions. No fault was found with the device during the device eval and inspection. The device passed qc checks and met specifications before and after placement with the pt.